Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-00528 pertains to the first speedband superview super 7¿ device and manufacturer report # 3005099803-2018-00529 pertains to the second speedband superview super 7¿ device. It was reported to boston scientific corporation that the two speedband superview super 7¿ devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal banding procedure performed on an unknown date. According to the complainant, during the procedure, the handle was overturned and the bands got tangled which caused the bands to failed to deploy. Another attempt was made to deploy the bands; however, two bands deployed at the same time. The same issue occurred with the second speedband superview super 7 device, and the procedure was able to be completed with this device using the bands that had previously deployed. Additionally, the physician noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.